Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was informed that we would fully troubleshoot his pump to make sure everything is working fine. The customer did not have his insulin pump right now and said he will call back when she gets home.